Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The customer reported that one box of patties had 2 patties with missing strings and 1 patty with no green marker. They checked other packages and did not find any defects. Customer will return product for evaluation.

Manufacturer narrative:
Upon completion of the investigation it was noted that the manufacturing lot traveler was pulled and reviewed for lot c40123. The product was produced in april of 2012. All information on the traveler indicates that the product was produced within specifications. There were no engineering change orders or anything unusual relative to the manufacturing documentation of this lot. All pull tests (which ensure proper bond between the string and pattie) were reviewed and found to be within acceptable limits. The minimum pull strength specification is 2.0 lb and this lot averaged 3.6 lbs with a minimum value above 2. Therefore root cause could not be determined. No corrective action will be taken at this time. We will continue to monitor future complaints on this lot number for similar issues. At the present time this complaint is closed.